Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current level. The unit passed extended self testing. Multiple attempts have been made to get pt info but no response rec'd from the customer.